Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device not available for evaluation

Event description:
It was reported that an 8100 lvp display board was replaced because the 10th segment was dim. There was no reported patient involvement.